Manufacturer narrative:
(B)(4)

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the transmitter failed. A pairing test was performed and passed. The root cause was determined to be a failed transmitter

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available.